Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic and motor assembly.

Event description:
The mother reported water damage after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.